Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient complaint of feeling ill and was vomiting, and when the patient¿s mother looked at the cgm, she noticed that the insulin pump and sensor had both failed. Because they could not see values on the continuous glucose monitor (cgm), the patient¿s mother performed a finger stick reading and the patient¿s blood glucose (bg) values were above 600mg/dl. The patient¿s mother drove the patient to the emergency room (ER) at 11:00am and when they arrived at the ER, the patient¿s bg was at 558mg/dl, which was approximately an hour from the previous finger stick reading of over 600mg/dl. While in the ER, the hospital staff performed labs and administered the patient with intravenous (IV) therapy and was given novolog and lantus. The patient was released from the ER approximately at approximately 2:00pm the same day. At the time of contact, the patient was at home in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.